Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a lead revision surgery on (B)(6) 2013 due to a ¿lead discontinuity¿. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was later reported that the patient was seen on (B)(6) 2013 with increased seizures. The patient reported trauma to her neck from her boyfriend trying to choke her. The lead impedance was high and x-rays were done. It was stated that the x-rays appeared to show that one of the electrodes was off the nerve and possibly broken. The explanted lead has not been returned to the manufacturer to date.

Event description:
On (B)(6) 2013 it was reported that the explanted lead could not be returned for product analysis as it was taken off in pieces and discarded by the hospital.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.